Event description:
The customer reported the unit is not turing on. There wa no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). The customer reported the unit is not turning on. There was no reported pt involvement. The complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.